Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis and large ketones. The customer also had a seizure and lost consciousness. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the mother didn't have the tubing clamp for the high pressure test. Nothing further was reported.